Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping and the patient was told to have the device replaced. It was indicated that it sounded like device had fault code 1003 but was not able to confirm. Moreover, the ICD is not affected by a current product advisory. Boston scientific technical services (ts) then advised to keep the patient's normal doctor appointments. Additional information was received indicating that this ICD had premature battery depletion (pbd) and was replaced. This ICD was explanted. No additional adverse patient effects were reported.